Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported string unraveled upon removal of the tampon. She was able to manually remove the tampon. Consumer stated she cut herself while removing the tampon and was bleeding from the cut. She is doing fine.